Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 900 mg/dl. It was stated that the customer had been experiencing high blood glucose levels for six months prior to the event. It was also stated that the customer couldn't read the glucose meter readings. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The infusion set was removed, and the cannula was bent. Advised to change the infusion set. Nothing further was reported.